Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unresponsive while connected to a power source. The customer's blood glucose level was 320 mg/dl. The customer reconnected the pump to a power source and the pump turned on. Reportedly, the customer has manual injections available as alternate insulin therapy.